Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Method code(s): (evaluation method): device work order search results code(s): (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion code(s) (evaluation conclusion): based on the complaint history, device work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated that the surgeon used a ks-3ai 28.50 diopter preloaded injector. Prior to implantation, the lens became stuck in the cartridge. There was no patient contact. Lens was not implanted. Same model backup lens was implanted.

Manufacturer narrative:
The delivery system was returned in a device tray. Visual inspection found no visible damage and lens stuck in cartridge tip. (B)(4).